Event description:
It was reported by the customer that "two lines split about an inch from the tip during insertion." No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged midline catheters was confirmed. The product returned for evaluation was two 20ga x 8cm powerglide pro midline catheters. Usage residues were observed throughout both samples. Both catheters had been advanced and were received without their placement assemblies. Both samples exhibited diagonal splits approximately 1.5cm from the distal tip. Microscopic inspection of the splits revealed partially dull and partially reflective fracture surfaces. The fracture edges were sharply defined. Longitudinally aligned scoring marks were observed leading into both fracture sites. Microscopic inspection of the catheter tips revealed deformation. The tip edges were flared and buckled. Additional catheter buckling was observed near the catheter tips. The split features were consistent with damage caused by contact between the catheters and the introducer needle tips. Such damage can occur if the catheters are pulled back onto the needles and if the needles are reinserted following catheter advancement. The tip deformation suggested that attempted insertion against resistance, such as into tissue, may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "two lines split about an inch from the tip during insertion." No other information was provided. This report addresses the first device.